Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Onset of adverse event: during the procedure. It was reported via a trial that on (B) (6) 2008, the patient underwent stenting in the predilated distal right coronary artery (rca) with one xience v stent and in the predilated mid rca with one xience v stent. The pre-procedural visual assessment did not find thrombus in either of these target vessels; however, during the procedure, a thrombus was found in the unspecified target lesion that required treatment with medication and aspiration. The patient did not experience angina during this event and the thrombus was successfully treated on (B) (6) 2008. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.